Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced bradycardia, and the right ventricular (rv) lead exhibited high thresholds and a loss of capture. Additionally, the implantable pulse generator (ipg) experienced premature elective replacement indicator (eri) as a result of high rv outputs. The device and lead were explanted and replaced. No patient complications have been reported as a result of this event.